Event description:
It was reported that cemented femoral component was loose, re-cemented size 3 fem and 4-11 cs poly.

Event description:
It was reported that cemented femoral component was loose, re-cemented size 3 fem and 4-11 cs poly.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
Evaluation summary: a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because further information such as pre- post ¿ operative x-rays and the primary operative report as well as follow up notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.